Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that during an attempted implant, it was impossible to correctly screw the right ventricular setscrew. A setscrew problem was suspected. The implantable cardioverter defibrillator (ICD) was removed and replaced. No patient complications have been reported as a result of this event.